Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she recently had an endoscopy which showed a migrated coil') in a 26-year-old female patient who had essure (batch no. A5051-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included redness and skin irritation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain / acute abdominal pain near her umbilicus"), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea/painful periods."). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have a pregnancy with contraceptive device ("suspicion of pregnancy with essure"). In (B)(6) 2017, the patient experienced abortion spontaneous ("severe clotting during her periods that she believed was a result of a miscarriage"). On (B)(6) 2018, the patient experienced dizziness ("dizziness/lightheadedness"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower") and vaginal haemorrhage ("vaginal bleeding with clots/ abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abnormal uterine bleeding ("abnormal uterine bleeding/abnormal bleeding"), menstrual disorder ("clotting during her periods/abnormal menses"), heavy menstrual bleeding ("heavy, painful periods/her previous menstrual perios began on (B)(6) 2017 and lasted until (B)(6) 2017."), menstruation irregular ("painful periods with occasional irregular bleeding"), pain in extremity ("leg pain"), rash ("rashes"), fatigue ("fatigue"), acne ("acne"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dizziness, nausea, abdominal pain lower, vaginal haemorrhage, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain, abnormal uterine bleeding, menometrorrhagia, menstrual disorder, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, pain in extremity, rash, alopecia, fatigue, abdominal pain and acne had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, abortion spontaneous, acne, alopecia, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menstrual disorder, menstruation irregular, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has not been tested for nickel allergy but cannot wear feak or costume jewelry, which often contains nickel because it causes redness and skin irritation. At the conclusion, there was one trailing coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalitie hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Ultrasound abdomen - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities.. Lot#a5051 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of product technical complaint. Event: device ineffective added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she recently had an endoscopy which showed a migrated coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included redness and skin irritation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain / acute abdominal pain near her umbilicus"), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea/painful periods."). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have a pregnancy with contraceptive device ("suspicion of pregnancy with essure"). In (B)(6) 2017, the patient experienced abortion spontaneous ("severe clotting during her periods that she believed was a result of a miscarriage"). On (B)(6) 2018, the patient experienced dizziness ("dizziness/lightheadedness"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower") and vaginal haemorrhage ("vaginal bleeding with clots/ abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding/abnormal bleeding"), menstrual disorder ("clotting during her periods/abnormal menses"), menorrhagia ("heavy, painful periods/her previous menstrual periods began on (B)(6) 2017 and lasted until (B)(6) 2017."), menstruation irregular ("painful periods with occasional irregular bleeding"), pain in extremity ("leg pain"), rash ("rashes"), fatigue ("fatigue"), acne ("acne"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dizziness, nausea, abdominal pain lower, vaginal haemorrhage, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain, uterine haemorrhage, menometrorrhagia, menstrual disorder, dysmenorrhoea, menorrhagia, menstruation irregular, pain in extremity, rash, alopecia, fatigue, abdominal pain and acne had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, alopecia, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has not been tested for nickel allergy but cannot wear feak or costume jewelry, which often contains nickel because it causes redness and skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities. Hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Ultrasound abdomen - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she recetly had an endoscopy which showed a migrated coil') in a 26-year-old female patient who had essure (batch no. A5051) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included redness and skin irritation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain / acute abdominal pain near her umbilicus"), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea/painful periods."). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have a pregnancy with contraceptive device ("suspicion of pregnancy with essure"). In july 2017, the patient experienced abortion spontaneous ("severe clotting during her periods that she believed was a result of a miscarriage"). On (B)(6) 2018, the patient experienced dizziness ("dizziness/lightheadedness"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower") and vaginal haemorrhage ("vaginal bleeding with clots/ abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abnormal uterine bleeding ("abnormal uterine bleeding/abnormal bleeding"), menstrual disorder ("clotting during her periods/abnormal menses"), heavy menstrual bleeding ("heavy, painful periods/her previous menstrual perios began on (B)(6) 2017 and lasted until june 5 2017."), menstruation irregular ("painful periods with occasional irregular bleeding"), pain in extremity ("leg pain"), rash ("rashes"), fatigue ("fatigue"), acne ("acne"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dizziness, nausea, abdominal pain lower, vaginal haemorrhage, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain, abnormal uterine bleeding, menometrorrhagia, menstrual disorder, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, pain in extremity, rash, alopecia, fatigue, abdominal pain and acne had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, abortion spontaneous, acne, alopecia, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menstrual disorder, menstruation irregular, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has not been tested for nickel allergy but cannot wear feak or costume jewelry, which often contains nickel because it causes redness and skin irritation. At the conclusion, there was one trailing coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities.. Hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Ultrasound abdomen - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities.. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient's date of birth, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she recently had an endoscopy which showed a migrated coil') in a 26-year-old female patient who had essure (batch no. A5051-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included redness and skin irritation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain / acute abdominal pain near her umbilicus"), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea/painful periods."). On 3(B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have a pregnancy with contraceptive device ("suspicion of pregnancy with essure"). In (B)(6) 2017, the patient experienced abortion spontaneous ("severe clotting during her periods that she believed was a result of a miscarriage"). On (B)(6) 2018, the patient experienced dizziness ("dizziness/lightheadedness"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower") and vaginal haemorrhage ("vaginal bleeding with clots/ abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abnormal uterine bleeding ("abnormal uterine bleeding/abnormal bleeding"), menstrual disorder ("clotting during her periods/abnormal menses"), heavy menstrual bleeding ("heavy, painful periods/her previous menstrual perios began on (B)(6) 2017 and lasted until (B)(6) 2017."), menstruation irregular ("painful periods with occasional irregular bleeding"), pain in extremity ("leg pain"), rash ("rashes"), fatigue ("fatigue"), acne ("acne"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dizziness, nausea, abdominal pain lower, vaginal haemorrhage, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain, abnormal uterine bleeding, menometrorrhagia, menstrual disorder, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, pain in extremity, rash, alopecia, fatigue, abdominal pain and acne had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, abortion spontaneous, acne, alopecia, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menstrual disorder, menstruation irregular, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has not been tested for nickel allergy but cannot wear feak or costume jewelry, which often contains nickel because it causes redness and skin irritation. At the conclusion, there was one trailing coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities.. Hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Ultrasound abdomen - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities.. Lot number reported a5051 is not valid. Most recent follow-up information incorporated above includes: on 24-jun-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she recently had an endoscopy which showed a migrated coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included redness and skin irritation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain / acute abdominal pain near her umbilicus"), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea/painful periods."). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have a pregnancy with contraceptive device ("suspicion of pregnancy with essure"). In (B)(6) 2017, the patient experienced abortion spontaneous ("severe clotting during her periods that she believed was a result of a miscarriage"). On (B)(6) 2018, the patient experienced dizziness ("dizziness/lightheadedness"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower") and vaginal haemorrhage ("vaginal bleeding with clots/ abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding/abnormal bleeding"), menstrual disorder ("clotting during her periods/abnormal menses"), menorrhagia ("heavy, painful periods/her previous menstrual perios began on (B)(6) 2017 and lasted until (B)(6) 2017."), menstruation irregular ("painful periods with occasional irregular bleeding"), pain in extremity ("leg pain"), rash ("rashes"), fatigue ("fatigue"), acne ("acne"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dizziness, nausea, abdominal pain lower, vaginal haemorrhage, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain, uterine haemorrhage, menometrorrhagia, menstrual disorder, dysmenorrhoea, menorrhagia, menstruation irregular, pain in extremity, rash, alopecia, fatigue, abdominal pain and acne had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, alopecia, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has not been tested for nickel allergy but cannot wear fake or costume jewelry, which often contains nickel because it causes redness and skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities.. Hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Ultrasound abdomen - on (B)(6) 2015: results: no abnormalities.; on (B)(6) 2016: results: no abnormalities.. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "autoimmune disorder, migration, abnormal bleeding and hypersensitivity symptoms" added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.